Event description:
The medical team in japan had an imeplla cp support ongoing with an access site bleeding. The bleed was treated with blood product infusion when manual pressure and skin suture failed.

Manufacturer narrative:
The medical center in (B)(6) discarded all impella product. No investigation with benchtop analysis is possible. Should the team furnish more details that lead to root cause, a final report will be filed. Failure mode will be monitored and trended.